Event description:
It was reported that the customer had problems with the pump freezing up. Customer is going back to his old pump because of the problems on the new pump. Customer's blood glucose level was 102 mg/dl. Customer stated that the pump was constantly beeping and he had to take the battery out and now it freezes up. Customer kept the battery out for awhile and when he puts in a new battery, the same thing happens. Customer stated that he did not use the temp basal. Customer stated that the alarm occurred during normal use. It was explained that this is normal pump behavior. Customer also had an unexpected restart alarm in the alarm history. Customer stated that this is the second time he has had this issue. Customer stated that he heard a constant tone while using his pump. Customer was able to clear the alarm. Customer was assisted with reprogramming the pump and performing a self test. Test passed. Insulin pump will be replaced. No further assistance needed.

Manufacturer narrative:
The insulin pump was monitored for 2 days and had no audio beep anomaly or constant tone alarm anomaly noted. No unexpected alarms during testing noted. The insulin pump passed the no delivery error test. The insulin pump was received with corrupted history file. The insulin pump had minor scratched display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.